Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap cholecystectomy, the blade was broken off outside the patient when it was wiped after an error 5 occurred. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.